Event description:
Additional information received reported the device burned out after 4 months. The battery depleted after 4 months.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found the battery was at normal end of life and telemetry and output were okay.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97740, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported the device was replaced as it prematurely depleted. A loss of use as the battery was depleted was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The patient reported that the device had been replaced because "it didn't work." The patient stated she had "too much pain for that unit or it was faulty."

Event description:
It was reported that the patient saw the ¿call your doctor¿ screen on her patient programmer every time she turned it on for the last ¿few days.¿ it was noted that the patient spoke with a manufacturing representative the night prior to the report. The code on the call your doctor screen was unknown. It was noted that the patient attempted to bring up the screen again on the day of the report, but she was no longer seeing the ¿call your doctor screen.¿ it was noted that the patient saw the therapy screen and was able to turn the stimulation on and felt the ¿buzzing¿ or stimulation sensation. It was further noted that the patient was in ¿so much pain.¿ it was noted that this was a new pain, which started around the time she began physician therapy again. This occurred about a week or so prior to the report. It was noted that the system had not been helping this pain. It was noted that doing the physical therapy had started to make the patient hurt again, but the pain was not like a soreness feeling that she would normally get from physician therapy, but it was a ¿bad pain in her side.¿ it was noted that this pain came on suddenly. It was noted that the patient¿s ¿managing health care professional (hcp) didn¿t want to fool with the patient anymore because there was nothing they could do for the patient but surgery.¿ it was noted that the patient was told by the surgeon that he was afraid she would die and would not make it through surgery. Additional information received reported that an estimated replacement indicator (eri) message was seen. It was noted that this first appeared a few days prior to the report. It was noted that the patient had her stimulation set to 7.0v. The patient turned down the stimulation to help conserve the battery. It was noted that when the patient turned it down, it was not ¿buzzing.¿ it was noted that the patient may not feel the stimulation if she turned it down because she was used to it at 7.0v, and the patient ¿could not go through all of that again.¿ it was noted that the patient had it up that high, but didn¿t know it made a difference. It was further noted that the patient lost weight and lost the ability to walk. It was noted that this issues began in october of the previous year. It was noted that during the past winter, the patient was in bed and could hardly walk. It was noted that this lasted for 6 months. It was noted that the patient lost a ton of weight. Additional information received reported that the patient was in a lot of pain because her stimulation was not up high enough and her battery was running low. It was noted that the eri message had been coming on for quite some time, but she never paid attention to it. It was noted that ¿this was supposed to last her 5 years and she didn¿t anticipate it only lasting 4 months.¿ it was noted that the patient relied on her device to help with her pain. It was noted that the patient did not know if her stimulation was on or not. When the patient turned it on, she felt just a little tingle down her leg. It was noted that the patient could hardly walk because her implantable neurostimulator (ins) stimulation was not high enough.

Event description:
It was reported the patient was doing well since replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.